Event description:
It as reported that the patient had ineffective therapy. Reprogramming was attempted but did not resolve the issue. As a result, surgical intervention was undertake on (B)(6) 2026 where the system was removed to address the issue. It cannot be determined which lead contributed to the event.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial (B)(6), batch: a000117520. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.